Event description:
It was reported via literature article that multiple thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). The patient experienced a post procedural gastrointestinal (gi) bleed and anticoagulation medication was discontinued two weeks post procedure. During a routine follow up examination 45 days post index procedure, a device related laminar thrombus was identified via transesophageal echocardiogram (tee). Warfarin was prescribed in response to the thrombus. Two (2) years post index procedure the patient experienced a gi bleed and warfarin and aspirin were discontinued. Two (2) years and three (3) months post index procedure, the patient presented with left lower extremity pain. Computed tomography (CT) identified the presence of an occlusive deep vein thrombosis of the left iliac vein extending into the inferior vena cava. Tee confirmed the thrombus measured 1.3cm by 1.5cm. The patient was prescribed enoxaparin bridging to warfarin.

Manufacturer narrative:
B3: date of event: aware date of (B)(6) 2023 used as event date is unknown. Literature article: martinez o., bhargav r., mainigi s.. 2023. Recurrent device related thrombus after watchman implant. Journal of the american college of cardiology, vol 81 issue 8 supplement a.